Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. Confirmed bag was fully spiked and there were no obvious occlusions between pump and reservoir. Unable to remove cassette, as latch was locked in place by facility. Hard reset performed but alarm returned upon start up. Patient was on blinatumomab. There was patient involvement, and no patient harm/adverse event reported.